Event description:
It was reported that during an unknown procedure, it was observed that, after insertion through the trocar and grasping the tissue, the device became stuck and, could not be opened. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. B3: only event month and year known: september 2025. D4: batch # 463d42. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes, the device locked on tissue with the jaws closed. The surgeons attempted to open the jaws using the standard troubleshooting steps, including squeezing the closing trigger while simultaneously depressing the anvil release button, using the knife reverse switch, and manual override. According to their statements, the jaws still did not open on the first attempts. After several repeated attempts, the device eventually opened, but with great difficulty. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All standard troubleshooting steps were attempted (closing trigger with anvil release button, knife reverse switch, manual override). However, the jaws did not open on the first attempts. Only after several repeated attempts by experienced surgeons did the device finally release. 3. Did the jaws eventually open? Yes, but only after several difficult attempts. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with no reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. The knife was returned to home position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. No conclusion could be reached as to how the knife was partially advanced. The event could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 463d42, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.